Manufacturer narrative:
This report is submitted on march 09, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the patient was reimplanted with another device on (B)(6) 2018.